Manufacturer narrative:
The customer's meter was returned for investigation, where it was tested using retention test strips and retention controls. The meter appeared undamaged and clean on the outside. Testing results (control ranges: level 1= 2.5 - 3.2 inr, level 2 = 4.1 - 6.8 inr): qc 1 level 1 = 2.9 inr, qc 2 level 1 = 2.9 inr, qc 3 level 1 = 2.8 inr. Qc 1 level 2 = 5.1 inr, qc 2 level 2 = 5.1 inr, qc 3 level 2 = 5.2 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek meter. No error messages occurred. Returned customer material and retention material comply with the specification.

Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. UDI number: (B)(4). Occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek vantus meter serial number (B)(4). At 7:45 a.m., a sample from the patient was tested using the meter, resulting in a value of > 6.0 inr. At 7:59 a.m., a sample from the patient was tested using the meter, resulting in a value of 3.3 inr. The patient did not know which value to believe. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly.